Event description:
During routine testing of the device, the service rep observed both the ac indicator and the battery back-up indicator were on at the same time. While the rep connected and disconnected the ac power, the battery supply indicator remained illuminated. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.